Event description:
The facility representative reported a colleague infusion pump with a battery issue. Upon review of the event history log, a battery depleted alarm was found to have interrupted delivery. There was no report of patient involvement, injury or medical intervention related to this device. This device is a colleague infusion pump with user interface module version 6.13.92. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of battery damaged alarm was confirmed during product evaluation. The root cause was depleted main batteries. The main batteries and battery harness were replaced to correct the reported condition. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).